Event description:
It was reported that multiple sub tests failed during system check out. There was no patient involvement. Manufacturer´s ref #: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital and concluded that the parts such as the inspiratory pressure transducer pcb, gas analyzer and a regulator for pressurizing the vaporizers needed to be replaced. After the replacement of these parts, the anesthesia system passed all tests and was returned for clinical use. The received logs confirm the reported issues but the replaced parts have not been returned for investigation. We are therefore not able to determine the true cause of the reported issues.